Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The explanted component was unable to be returned for further analysis. Through interviews with the sales representative it was revealed that during the previous surgery an intramedullary reamer perforated the tibia, which may have contributed to this adverse event. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a stem perforating the tibia.